Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient with juvéderm® volbella¿ with lidocaine in the lips and juvéderm® volift¿ with lidocaine in the nasogenian groove. About two months after the injection, the patient developed a late reaction that consisted of edema at the injection sites. Patient was treated with predsim® and symptoms resolved 7 days later. Patient then had the swelling return to the lip and sulcus. Patient was then treated with allegra® 180 and predsim®. After predsim® treatment finished, the lip and groove swelled again. The healthcare professional alleged that the life of the patient could be at risk since the allergy could increase if it were not fought by the corticosteroid. The healthcare professional contacted allergan and it was explained to the healthcare professional that material migration was impossible, since the "supposed volume of migration" regressed with anti-inflammatory drugs. Volume is in fact related to edema and not accumulation of material, otherwise the volume would not subside after the administration of the medication. The healthcare professional further reported to have had a problem with rejection of the material with delayed edema where there was no technical error but rather a rejection to the product. Patient had been treated with hyaluronidase and still has swelling. Symptoms are ongoing. This is the same event and the same patient reported under MDR ID #3005113652-2019-00216 (allergan complaint # (B)(4)). This is the first MDR submitted for the first suspect product, juvéderm® volbella¿ with lidocaine.